Event description:
Later, patient through company representative reported "rupture". Later, healthcare professional reported "encapsulation". Later, healthcare professional reported capsular contracture baker grade iii and "intracapsular rupture".

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Patient reported "left one too but I cant remember" and "recall", and then later reported "rupture" via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.